Event description:
It was reported that there was oversensing of noise on the right atrial (ra) lead channel of this pacemaker system shortly after implant prior to discharge. Technical services (ts) analyzed device episode data and found that this oversensing resulted in inappropriate atrial tachy response (atr) episodes. There was low evoked response during a recent ra automatic threshold test. It was noted that the patient's natural rhythm was present. Isometrics and x-ray were performed the day after implant. No further actions will be done at this time. No adverse patient effects were reported. Currently, this pacemaker system remains in service.